Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: b5, h3, h4, h6, h10. Corrected fields: d5, d9, e1, e2, e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint of "big resistance when instrument channel device is passing through" was not confirmed. In addition, the following reportable malfunctions were found during the device investigation and based on the results of the investigation, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: -do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. -do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that the ultrasound gastrovideoscope exhibited a gap of the distal end. There were no reports of patient involvement.

Event description:
It was observed that during the device inspection, the ultrasound gastrovideoscope had damages/deformations due to physical stress. There were no reports of patient involvement.

Manufacturer narrative:
To date, the customer have not returned the device for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.